Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken. The cause of the event remains unknown.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on 8 lead contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.